Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced episodes of ventricular tachycardia and the implantable cardioverter defibrillator delivered therapy, but was unsuccessful in breaking the rhythm. It was believed that the patient had a high defibrillation threshold. Programming changes were discussed. The patient was in critical care with intubation.